Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, the inner liner and the remainder of the device were checked for damage. There was a kink at the nosecone. The stent was not returned with the device. The handle of the device was opened up by the engineering team. It was discovered that the inner sheath had prolapsed/kinked which most likely contributed to the .014 guidewire being stuck in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. The target lesion was located in the moderately calcified left superficial femoral artery. Following placement of a 6f non-bsc guiding sheath, a 7 x 180 x 130 innova¿ stent was advanced in parallel with a 14wire but failed. The wire was managed to be removed despite severe resistance and the stent was started to deploy. However, when approximately 15cm of the stent was deployed, the pull grip became stiff and difficult to deploy. Eventually, the stent was deployed in the right position, but the wire was found to be bent when the delivery system was removed from the patient. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained via contralateral approach. Predilation was performed. The thumbwheel was used until the white arrow was visible. Normal force was required to turn the thumbwheel. The white arrow was observed before the pull grip was used to complete the deployment. Kinks were noticed on the delivery system when being removed from the patient.